Event description:
A miniarc sling was implanted in (B)(6) 2011. The pt had a surgical revision procedure on (B)(6) 2012. It was reported that "there was a 1.5 centimeter area of erosion at the midline just distal to the cervix, this is likely where the midline incision was made to place the mesh material. There was also an area of eroded mesh on the right vaginal fornix, very distal in the vagina, consistent with placement of a sling in that area."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.